Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that two weeks following the implant procedure, it was indicated the impedance measurements on the right ventricular (rv) lead decreased from 860 ohms to 600 ohms. Additionally, the amplitude measurements decreased, the threshold measurements increased and there was possible loss of capture. Some baseline noise was also observed, but was not sensed by the device. It was confirmed the lead caused a perforation through x-ray and echocardiogram. As a result, the rv lead was explanted and replaced. The patient indicated feeling occasional discomfort/twitching of his diaphragm before the revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection identified cuts in the outer insulation and in the suture sleeve. Additionally, there was blood in the lumen. The tip and helix were intact and undamaged. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.